Manufacturer narrative:
Biocompatibility test for the device has been reviewed. Device passed both irritation and sensitivity tests iso (B)(4). Data is available upon request. Pfm medical has made multiple attempts to retrieve add'l pt info with no success. (B)(6). (B)(6) 2010.

Event description:
It was reported that pt developed a body rash within the first week after the port was placed. Also, pt rec'd first infusion of chemo that week. Doctor is aware of the condition. Pt went to see dermatologist, and the source of the rash is unk.